Event description:
It was reported that the 9600+ system experienced a charger failure at boot up (while setting up for a case). Another c-arm was used for the case. No patient involved or injured.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to repair the charger pcb. Charger pcb repaired and replaced. The system was tested and found to be working as intended. System was placed back into service.